Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during non-emergency treatment procedure was performed when the issue happened. The procedure was completed as by re-starting the system. Field service engineer (fse) visited onsite and confirmed the reported problem. The philips field service engineer (fse) inspected the geo control input functions and discovered that the right wedge on the control module was defective. To resolve the problem, fse replaced the control module standard and returned the part for further analysis, and it found missing button and joystick, pinched cable, corrosion on connector and screws. After control module replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system after restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system a remote alert indicating the right wedge joystick was activated, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.